Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4); no complaint received with return of device. Failure (event) observed during analysis. Analysis found the device in vvi back-up vvi mode when it was received. The cause was due to an uncorrectable parity error while in shipped settings. The memory was tested an no anomaly was detected. The cause of the parity error was not determined.

Event description:
This report is to advise of an event observed during analysis.